Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following patient identifiers for the following systems: (B)(6) - performa (system 1), serial number ¿ unknown. (B)(6) - cpla-0001174899 ¿ mobile (system 2), serial number ¿ (B)(4)

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 6.7 mmol/l on performa meter (system 1) and 18.2 mmol/l on mobile meter (system 2). No adverse event reported. No product requested for return.